Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room with syncope, shortness of breath, and chest pain. Upon interrogation, the patient's right atrial (ra) lead had atrial undersensing on recorded episodes. As well, there was far field r-wave (ffrw) oversensing. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that lead was reprogrammed.